Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were charging their implant today and the therapy had turned off and they couldn't get to the thing to turn the therapy back on. Agent reviewed with the patient that they cannot turn therapy on while charging and that they would have to either stop charging and turn it back on or wait until they were done charging to turn it on. 2025-apr-14 additional information was received from the patient. They reported that the cause of the therapy turning off was determined to be from the MRI. Patient was able to turn stim back on wed march 26.